Manufacturer narrative:
(B)(4). Per the customer's investigation no hemolysis was found. Per initial inspection investigation the disposable set appears the set was assembled correctly. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During a procedure a nurse noticed that the collected plasma looked "pale" and contained a few rbcs. The same nurse noticed that the return line looked pink. The nurse stopped the procedure and did not rinseback. No alarms occurred during the first procedure. Per the site, there was no medical intervention. Another disposable kit was loaded and the procedure was completed. The second kit was the same lot number. The site was performing a dendreon cell collection. This event was filed because the initial info reasonably suggested that there could have been hemolysis involved during the procedure. Caridianbct is continuing to attempt to gather pt info.